Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic, non-pacer dependent patient presented for a scheduled check, increased and varying capture threshold, intermittent capture, and increased pacing lead impedance were observed. Programming changes were made. The lead remains implanted.